Event description:
Customer reported an issue with the passport 2 monitor which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's u7 rtc chip on the cpu board. Unit was calibrated and safety tested to factory's specifications.